Event description:
Reporter alleged obtaining a discrepant blood glucose value of 60 mg/dl on a neonate patient using the inform system back to back with a result of 25 mg/dl on a lab system when testing was performed within 10 minutes. Reporter stated that a different time another comparative test of 65 mg/dl was performed on the same neonate patient and system back to back with a result 45 mg/dl on another lab test and also within 10 minutes. Reporter did not indicate that the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.